Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited high capture threshold measurements. The rv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of ¿threshold was more than 5 volt¿ was not confirmed. A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damage found consistent with procedural damage.